Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have a damaged housing. Analysts powered on the device and did not have any issues with ec 1660. There was no evidence of the error code in the event log either. The device did alarm that service is due but the original problem could not be duplicated.

Event description:
Information was received indicating that a smiths medical cadd pump presented with error 1660. There were no reported adverse events.